Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic assisted sub-total hysterectomy procedure, the surgeon was using the device to coagulate some bleeders on the cervix and he tried to close the device onto some very tough, thick tissue. The generator error message "reposition jaws and reactivate" three times, but the surgeon refused to do so. The generator then error "replace instrument." Upon removing the device from the patient, it was evident that the top jaw of the device had come detached from the device. The device was checked that all parts were present before being discarded. The surgeon admitted that it was user error which caused the device to break. They continued the case without the device. It is unknown what was used to complete the procedure. One device was discarded.